Event description:
The patient was on a skytron surgical table in prone positon with a cloward frame accessory. Before the surgery started, the staff found that the table would not function. The facility's biomed tech was called in and they were able to make the table function on battery mode. The surgery began and the table was lowered using the hand control at the surgeons request. The hand control was then put down at an unknown location. The table then began to rise and move into trendelenburg position. The staff tried to get the table to stop by using the hand control, but was unable to do so, and it did not stop until it was in full trendelenburg and at its' highest height. No injuries were reported but the surgery was canceled. A skytron distributer service technician evaluated the table and could not duplicate the failure mode. The tech found non-OEM parts on the table. Service at this facility has been performed by a third party service company since 2012. Service reports were provided indicating that the table has not been serviced according to OEM specifications and there is no evidence of a preventative maintenance schedule.